Event description:
In 2007, a zenith aaa endograft was placed. The contra lateral iliac leg graft was narrowed due to a kink in the distal aorta. The operator decided to place another MFR's balloon expandable stent in the area of the narrowing. The narrow segment of the leg improved. On completion angiogram, the iliac filled well and the operator was satisfied with the results. There were no pt complications.

Manufacturer narrative:
Eval: after endovascular graft placement, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. No product was returned to assist in this investigation. An internal clinical review indicated that partial graft occlusion caused by kinking occurred due to off label use and pt anatomy.